Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing with the rest of the driveline not returned. The outflow graft bend relief and bend relief collar were also not returned. The pump appeared to have been exposed to a fixative agent. Examination of the inflow conduit revealed a thin layer of white tissue ingrowth surrounding the proximal edge of the inlet tube. The tissue was strongly adhered to the textured blood-contacting surface and did not appear to have affected blood flow through the conduit. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed three tissue-like depositions situated adjacent to the outlet bearing ball and in contact with all three stator blades. The depositions lacked laminated layering, suggesting that they did not initially form in the outlet stator; however, their specific origins could not be conclusively determined. Slight contact marks were noted on the outlet portion of the rotor, indicating that the depositions were present while the pump was operating; however, a duration of time for which they were present in the pump could not be determined. Although the evaluation could not determine a specific cause for the development of the observed depositions, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The explanted device was returned for analysis. The evaluation is not complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that prior to the receiving a heart transplant, the patient's lactate dehydrogenase levels were rising. A concern for possible thrombus elevated the patient's level on the transplant list. No recent lvad log files were sent in for review. No additional information was provided.